Event description:
It was reported to philips that the suite pc was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that suite pc was not booting. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found issue with suite pc software. To resolve the issue, the fse reloaded suite pc software, restored backup and made user log on configuration changes. After repairs and repairs the device returned to good working order. The codes were updated based on the investigation outcome.